Event description:
It was reported that the device has a damaged battery compartment, is missing pogo pin insulators and metal battery stabilizers, has a scratched lens, and a bubbled downstream occlusion dso seal. The results of the investigation found a degraded dso seal. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a degraded downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.